Event description:
It was reported the pt experienced severe muscle spasms, jerking muscles, leg shaking and jumping, and hands shaking and trembling several days following the last refill of prialt. The symptoms resolved several days later, but returned and appeared to be worsening. The reporter speculated that the device may have stopped and restarted causing underdosing and overdosing of the pt. The pt was scheduled for a pump replacement in the next month. The drugs in the pump were dilaudid and prialt. The dose and concentration were not reported. No pt outcome was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.